Manufacturer narrative:
UDI # (B)(4). The product was returned for evaluation. The blades were found to be difficult to open/close. There was some debris inside the hinge causing the difficulty. The reported complaint was not confirmed by inspection of the returned device. The blades were a bit stained but were still able to cut. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 654708 ins, metz scs, cvd, strong, serr, da, 330mm, 5mm was not cutting properly which was noted before a laproscopic cholecystectomy procedure on (B)(6) 2020. There was no reported patient injury and no known delay in surgery.